Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation of the pacemaker, loss of capture was detected on the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported loss of capture was not confirmed. Final analysis found the partial lead with only the distal portion was returned. Visual inspection and electrical discontinuities of the inner coil found damages consistent with procedural damage. Electrical testing found internal shorts due to procedural damage to inner insulation. The lead was otherwise normal. No anomalies were found.